Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Electrical / mechanical adjustment made to correct reported problem. System tested and verified as ready for use. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive rep, contacted tech support and reported the vessel sealer tips were not opening and closing fully. Tse asked the caller to remove and reseat the sterile adapter and reengage the instrument. Caller advised the surgeon is working with the issue as is and would like the system inspected. The procedure was completing as planned with no reported injury.